Event description:
End user alleges that left rear wheel is leaning badly, did not notice until somebody else told him it was leaning. Where wheel attaches to chrome tube frame where connects below axle. The weld did not come apart, broke just below the weld.